Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient was implanted and impedance was good. The patient was interrogated after the case and the impedance was out of range, greater than 20000. The patient felt better and chose to go home without correcting the impedance. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue and no actions/interventions were taken to resolve the issue. The hcp was waiting for the patient to schedule an appointment to check the impedance again. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that no troubleshooting had been performed, but the doctor was waiting to see the patient in the clinic to resolve the issue. It was noted that the cause of the out of range impedances greater than 20000 was not determined. No further complications were reported/anticipated.